Event description:
The customer stated that false negative architect total bhcg results were reported out of the laboratory for three patients. The results were questioned by the physician. The samples tested positive using an alternate method and retested positive on the architect i2000sr analyzer. No adverse impact to patient management was reported. This emdr is for patient 3 of 3. Sid: (B)(6), initial result: 1.46 miu/ml, retest result: 3007 miu/ml.

Manufacturer narrative:
Return material was available but was not required as quality file samples were used in the investigation. A labeling review performed as part of the evaluation identified that there are sufficient instructions in the product labeling to assist the customer in resolving this issue. A search for complaints relating to the architect total beta-hcg assay and reagent lot 11910jn00 highlighted there was no atypical complaint activity identified. Testing was executed using internal quality file samples of architect total beta-hcg reagent lot 11910jn00. Testing addressed the ability of the lot to accurately detect beta-hcg concentrations in abbott architect total beta-hcg controls and panels. A panel is an internal sample called for in a product's testing documents to evaluate the acceptability of a new lot of reagents, calibrators and/or controls prior to release of the product for sale. Results obtained met validity and acceptance criteria thus demonstrating architect total beta-hcg reagent lot 11910jn00 is performing acceptably and within label claims. In conclusion, no product deficiency was identified. Patient code: no consequences or impact to patient. Device code: false negative result.